Event description:
According to the available information the balloon deteriorates after a few days or ten days. The balloon seems to be deflating.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we found another complaint on the lot number 9505191. B3: estimated date.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we found another complaint on the lot number 9505191 (B)(4). Checking the quality databases revealed one corrective and preventive action possibly in relation to the described defect: - monitoring CAPA-000152: "balloon issues on folysil and silicone prostatic catheters". The trending for deflation is specifically monitored. A similar case study was performed based on same item number ha6118, same defect: deflates over last four years: 8 similars cases were found.

Event description:
According to the available information the balloon deteriorates after a few days or ten days. The balloon seems to be deflating.